Manufacturer narrative:
The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was priming the tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: a review of the black box did not find any evidence of any ¿no cartridge detected¿ warning. The pump successfully completed rewind, load, and prime steps with no issues occurring. The force sensor calibration was found to be within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: there was moisture in the battery compartment; leak testing revealed a crack at the upper right corner of the pump casing between the display lens and the case seal; the battery compartment was cracked in two places; the display was dim and discolored; the pump casing was removed and there was moisture observed on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.